Manufacturer narrative:
H2, additional information) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9680152, serial/lot #: -, ubd: unknown, UDI#: unknown. H6) img (annex g) code updated to reflect case part addition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the doctor tried to import images for deep brain stimulation (dbs) the system displayed an error code 721 "cannot negotiate with qr server", and when he tried to export images the export failed. While troubleshooting the issue seemed to resolve, at least for importing images. It could not be verified whether the exporting was resolved. The probable cause of the error 721 could be a result of picture archiving and communication systems (pacs) being down, or an incorrect ae title. There was no patient involvement.